Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving bupivacaine (unk mg /ml at unk mg/day), clonidine (5 mcg/ml at unk mcg/day), and unknown morphine drug (2 mg/ml at 0.2 mg/day) via an implantable pump for unknown indications for use. It was reported that stated that the patient's pump ran dry about 5 months ago (unknown why) but the healthcare provider (hcp) opted to replace the pump. The technical services (tss) reviewed drug in the tubing system due to lack of pressure from reservoir. The tss reviewed priming on back table if cannot aspirate and then setting to normal infusion mode. The tss reviewed if they can aspirate then connect new pump and prime as new pump and catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient moved from (B)(6) and didn't have a provider so the pump ran dry. The patient found a provider who decided it was best to replace the pump since it had run dry. The pump was replaced and the event resolved. The hospital kept the old pump and discarded it.